Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified the broken portion of the cutting wire was scorched and melted. Therefore, it is determined that the subject device was energized. Based on the investigation result, a likely mechanism causing the broken cutting wire might be the following. 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic sphincterotomy (est) procedure, the subject device was inserted into the body, and it was visually noticed that the cutting wire was broken before the output of the energization. It was replaced with an olympus back-up device and the procedure was completed. No extension of the procedure. No falling off inside the body. There was no report of patient harm.

Manufacturer narrative:
Updated fields: d4. Lot number. This supplemental report is being submitted based on additional information provided.

Event description:
No additional information received from customer.